Manufacturer narrative:
To date, the device has not been returned. Three attempts were performed to obtain additional information, but no response was received from the customer. Should additional relevant information become available, a supplemental report will be submitted. This report is related to patient identifier (B)(6) for the laser system.

Event description:
It was reported that the wireless laser footswitch was not pairing to the laser system. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the customer's complaint could not be confirmed. The root cause was unable to be determined. The device for this complaint was not returned for further analysis and more information on the details of the failure mode were requested and not provided. Olympus will continue to monitor field performance for this device.